Manufacturer narrative:
Note: (B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
Customer reported an intermittent artifact on brain imaging that mimics a subdural bleed. The customer has stopped using the sys for brain scans until the issue is resolved.